Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the root cause of the z6ms transducer displaying an error message was investigated. During device analysis, an error message or black screen was confirmed. The most probable was a malfunction of the mpm board due to debris from the pcb manufacturing process. As an interim solution, the mpm contact surface was cleaned. This issues will continue to be monitored.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information. (See section b5), provide additional initial reporter information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct the patient code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is to clarify the initial report with further information. It was reported that the transducer displayed a us acquisition hw_10_0. Error message when it was connected to the ultrasound system. At the time the failure occurred, the device was not being used to treat or diagnose a patient. No additional information was provided.